Event description:
It was reported the pt's device was protruding out of their skin and the area was "red, blue and itchy". The device was removed due to an infection. No other symptoms or outcome were reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.